Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement. It was noted that the helix was unable to retract or extend and it was unable to insert stylets down the lead. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction MDR to change lead serial number from (B)(4).